Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer corrected high blood glucose by complete set change and using insulin pump. The customer reported other events such as positive ketones, nausea, vomiting, abdominal pain and dizziness. The device will not be returned for analysis.